Event description:
The customer called to report a pod alarm that was received while watching tv. Upon inspection of the pod, "brown spots" were observed underneath the casing. High bg levels were also reported (over 250 mg/dl). The pod will be returned for investigation.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.